Event description:
It was reported that the patient had been writing down the programs and strength but they were not having any luck. In the beginning the patient had luck and it lasted a long time. Gradually their symptoms came back and several months ago the patient noticed they were as bad as before implant and it was to where they were having no luck at all. The patient had a loss of therapeutic effect. The patient saw a lightning bolt in the upper left corner of the patient programmer. The patient had been using the programmer and changing programs and the voltage strength. The patient had been keeping a written record of the settings they had been using. The patient had been in there many times and the manufacturer representative came out and worked on it several months ago but they were still not having any luck. The last time they saw the manufacturer representative was several months ago. The patient said that they had 4 programs. It was further reported that the patient had been having problems with it for several months. The patient was getting up 4 times at night, was losing sleep at night, and had to wear a diaper. The patient could get to the bathroom during the day just fine and the issue was only at night. The patient got almost to the doorway and lost the urine. The patient was very frustrated with it and changing diapers 3 to 4 times a night wasn¿t fun. It was just not working and they were doing the programming and adjusting the levels. The patient had x-rays done on (B)(6) 2015 to check the wires and see if they were still attached and it took 10 days to get the results from the health care provider (hcp) and the office. The patient was told it was conclusive what they saw and the patient didn¿t know what to do. The manufacturer representative went in and spent some time with the patient who did a new program and told the patient it might possibly work, but it hadn¿t helped. The manufacturer representative set the programmer, did the adjustments a little bit at a time, and it seemed like it was taking forever to go through 4 programs plus the levels and they just couldn¿t find the setting. The patient saw their manufacturer representative in (B)(6) 2014 and the patient called the manufacturer representative themselves to set up the appointment. The patient told their hcp several months ago they were having pain where the stimulator was located. They had a discussion about that and best they could tell on the x-rays was that the patient had arthritis and to go back in and have it reprogrammed, taken out, or put a new implantable neurostimulator (ins) in. The patient had very good luck with it in the beginning and for the last 6 months they had been having problems with it again. The patient had updated the manufacturer representative on the last program they set up not working after they set the programs several times. The manufacturer representative¿s suggestion was for the patient to make a list of programs and keep track of the levels. The manufacturer representative didn¿t really say that there weren¿t any more programming settings and they were pretty set on the last programming and thinking that would work. The patient had had issues, but they were very small ones and got resolved. The patient couldn¿t take medication because they had lipidemia and took water pills and their kidneys couldn¿t handle them anymore. The patient took these pills long ago and hadn¿t taken them for 2 to 3 years. It was further reported that the components involved in the event were the lead and the programmer. The patient received a replacement neuromodulator and lead on (B)(6) 2011 and was seen in the office with the manufacturer representative on multiple occasions until (B)(6) 2012. The patient was lost to follow-up for 2 years and on (B)(6) 2014 and (B)(6) 2014 had complex programming both times. The manufacturer representative was present on (B)(6) 2014. The action taken to resolve the event was that the patient wanted the device removed. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment and was using anticholinergics.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v667637, implanted: (B)(6) 2011, product type: lead. Product ID 3889-28, lot# v360244, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v667637, implanted: (B)(6) 2011, product type: lead. Product ID 3889-28, lot# v360244, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.